Manufacturer narrative:
The reported event of no high voltage output was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures and or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead failed to defibrillate the patient during the dft testing. The lead was removed and replaced. The patient was in stable condition.